Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a separation between the assembly of the tubing and the male luer. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a one-link non-dehp standard bore catheter extension set separated from the luer. The issue was identified during use when removing a saline lock. There was no report of patient injury or medical intervention associated with this event. No additional information is available.